Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. No anomalies were found. Foreign material was noted in the set screw. The 5873w and ratchet wrenches were broken. The analyst noted a piece of broken wrench in the ventricular setscrew.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the device was returned and analyzed. No anomalies were found. Foreign material was noted in the set screw. The (B)(4) and ratchet wrenches were broken. The analyst noted a piece of broken wrench in the ventricular setscrew.

Event description:
It was reported that at the device implant attempt a wrench tool broke in the device header. The device was not used and was replaced. It was further reported that two additional ratchet wrenches broke during the device changeout procedure. No patient complications have been reported as a result of this event.

Event description:
It was reported that at the device implant attempt a wrench tool broke in the device header. The device was not used and was replaced. It was further reported that two additional ratchet wrenches broke during the device changeout procedure. No patient complications have been reported as a result of this event. It was reported that at the device implant attempt, a wrench tool broke in the device header. The device was not used and was replaced. It was further reported that two additional ratchet wrenches broke during the device changeout procedure. No patient complications have been reported as a result of this event.